Event description:
It was reported that insulin pump did not recognize cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no troubleshooting was performed, and no additional information was received regarding the outcome of the event.